Event description:
It was reported that after removing the tourniquet in the operating room, it was noted that the patient's skin was warm, dry, and blanchable. When the skin assessment was completed in the post anesthesia care unit, the registered nurse inspected the right lower extremity and noted that the patient had circumferential swelling in the right thigh at the tourniquet site with redness and blanchable. It was further reported that the patient suffered erythema and swelling/ edema as well as developing compartment syndrome, which required a fasciotomy. There was no delay in the procedure as the device was used in the primary case, and the complication of the compartment syndrome was diagnosed post-operatively. Appropriate interventions were performed without delay.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that after removing the tourniquet in the operating room, it was noted that the patient's skin was warm, dry, and blanchable. When the skin assessment was completed in the post anesthesia care unit, the registered nurse inspected the right lower extremity and noted that the patient had circumferential swelling in the right thigh at the tourniquet site with redness and blanchable. It was further reported that the patient suffered erythema and swelling/ edema as well as developing compartment syndrome, which required a fasciotomy. Further attempts are being made to obtain information regarding the injuries.